Manufacturer narrative:
Investigation: a review of the device history record for this lot showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the almost-empty saline bag reported by the customer was not determined. It is possible that the saline clamp remained open for a short duration during the procedure.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The interface images in the rdf show a low interface for approximately the first 35 minutes of the procedure. It is likely that the saline roller clamp was left open early in the run when it should have been closed, allowing a mix of saline and blood to be drawn into the system, rather than all blood from the inlet line. At a point in the procedure, the saline roller clamp was closed, the interface raised and the system was able to complete the procedure without issue. Signals in the run data file showed that the optia system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during the first 35 minutes of an autologous continuous mononuclear cell (cmnc) collection, the operator noticed that the 1 liter saline bag was almost empty. The operator stated that the saline roller clamps were closed. The procedure was able to run to completion successfully. The donor (patient) was reported as in stable condition and was able to return for a second collection the next day. The customer declined to provide the donor (patient) ID and age. The disposable set is not available for return because it was discarded by the customer.